Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During first inflation at 10 atmospheres, the balloon ruptured. The device was replaced with a different device, and the procedure was completed. No patient complications were reported.